Event description:
An olympus representative reported, on behalf of the customer, that the single use distal cover of the evis exera iii duodenovideoscope fell off in the patient during a laparoscopic guided procedure. It was reported that there was off label use during the laparoscopic guided procedure, but the details were not provided. The cover appeared to have caught on the laparoscope and reportedly fell into the peritoneum but was retrieved. There were no reports of patient harm or impact associated with the reported event. This event requires two reports: patient identifier (B)(6) for the scope (this report). Patient identifier (B)(6) for the single use distal cover.